Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a cut in the tubing. The reported problem was verified during initial inspection. By the nature of the sample, not additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event report #: (B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked from a hole in the tubing. The customer stated the hole was located ¿right above a port¿. The patient was connected to the solution set and taken for a CT scan (computerized tomography). The issue was identified after the CT scan, once the patient got back to the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.